Manufacturer narrative:
The associated complaint device was not returned. A review of manufacturing records did not reveal any issues that could have contributed to this issue. Without the actual product involved, our investigation cannot proceed.

Manufacturer narrative:
The op notes did not mention which screws were removed from the construct. Therefore, we are unable to determine exactly which screws were removed during the revision surgery. Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient underwent a revision surgery to remove two screws from the tibia and a closed reduction of the fibula was done due to shifting that angulated into valgus.